Event description:
Reporter alleged that the aviva meter exploded with a poof, when a strip was inserted and now there is a scorched mark on the screen. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.